Manufacturer narrative:
Additional product codes: gfa, gff, hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2018, the surgeon encountered a problem on the 3.5 locking compression plate (lcp) box as well as the drill bits of the locked bolt that were blind. A colibri hand piece was requested. However, the batteries were not charging. The surgeon used a compact air drive with double air hose but it stopped working in the middle of the surgery until it did not work at all. After almost one hour of stoppage of the surgery, the problem was resolved with a use of a nitrogen punch of another company. There was almost an hour surgical delay reported. Patient status and surgical outcome were unknown. Concomitant devices: burr attachment (part 532.101, lot unknown, quantity unknown). Double air hose (part 519.510, lot unknown, quantity unknown). This report is for one (1) drill bit. This is report 2 of 3 for (B)(4).